Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001825034 - 2020 - 01996

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001825034 - 2020 - 01996

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D11: m2a modular head component 38 11-173660 lot# 760670. Mallory head press fit femoral11-104107 lot #28536.

Event description:
It was reported that patient underwent a revision procedure seventeen years later due to metallosis, swellling, elevated metal ions, necrosis and pain.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown head lot #: unknown. Item #: unknown unknown liner lot #: unknown. Item #: unknown unknown stem lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00497 head.

Event description:
It was reported that patient was revised seventeen years later due to metallosis and pain. Attempts were made to obtain additional information; however, none was available.